Manufacturer narrative:
Manufacturing review: neither a lot history review nor a complete DHR review could be performed as the lot number was not provided. Investigation summary: one 19cm vas-cath catheter was returned for evaluation. Functional, gross visual, microscopic visual and tactile evaluations were performed. The investigation is confirmed for an external, as leaking was observed in both lumens during infusion against resistance. Two holes were found just distal to the bifurcation and the break surfaces were observed to be rough and granular. The break surface characteristics are consistent with catheter tears as result of repeated/prolonged excessive mechanic stresses on the catheter. The definitive root cause could not be determined based upon available information. Repeated/prolonged excessive mechanical stresses and/or torques may have contributed to the observed holes. It is unknown if procedural issues contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that the catheter was allegedly leaking. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was returned to the manufacturer for evaluation, the investigation is currently under way.

Event description:
It was reported that the catheter was allegedly leaking. There was no reported patient injury.